Event description:
Reportedly, the atrial lead and ventricular lead were abandoned and capped due to high impedance values (3000 ohms). Device was replaced due to nearing end of service.

Manufacturer narrative:
The manufacturing documentation related to the reported clinical observation was reinvestigated relative to the subject device. This investigation confirmed that the device was released in accordance with applicable operating procedures.

Event description:
Reportedly, the atrial lead and ventricular lead were abandoned and capped due to high impedance values (3000 ohms). Device was replaced due to nearing end of service.

Event description:
Reportedly, the atrial lead and ventricular lead were abandoned and capped due to high impedance values (3000 ohms). Device was replaced due to nearing end of service.